Manufacturer narrative:
(B)(4), 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that there was no ventricular capture after lead connection. Another pacemaker was implanted instead.